Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, replace battery alarm, replace battery now alarm, power loss and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a recurring replace battery now alarm without low battery alert. The customer's blood glucose level was 250 mg/dl at the time of the incident. Customer's parent stated that the customer had gone through a lot of batteries due to replace battery now alarm and it was also noted that the insulin pump had a power loss alarm. During troubleshooting customer's parent stated that new battery did not resolve the issue and this is the second occurence of replace battery now alarm without the low battery alert. Customer's parent was advised that the insulin pump is being replaced and is expected to return for analysis.